Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication dosage split in two parts. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication dosage was split into two parts. A technical support specialist (tss) dialed into the server and reviewed the formulary medications. It was found that the medication had the 'split allowed' option enabled. Upon checking the transaction reports, instances were identified where the doses were split accordingly. The customer was informed, and the split dose functionality was explained. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Correction: section h imdrf annex c & d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication dosage split in two parts. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.